Event description:
The device was returned and inspected. Upon inspection of the returned device, the front grip was disconnected and the corresponding tabs on the screwgear were broken, confirming that a bailout had been performed. The external slider was rotated and the graft cover was able to be retracted without issue. The tip capture release handle was placed back on the delivery system and allowed for manipulation of the capture mechanism as expected. There was a significant bend in the graft cover, however no kinks were present. The spindle was fully rotated on the tapered tip insert threads and the capture fitting was fully rotated on the capture lumen. No obvious damage to either component was observed. The tapered tip was unremarkable. The delivery system was broken down to expose the internal components of the delivery system; all components were unremarkable and functioned as intended. The complaint could not be confirmed since the event occurred in-vivo. The root cause of the event could not be conclusively determined; the delivery system functioned as intended and all components were unremarkable. Per the physicians comment, the patient anatomy may have contributed to the event.

Manufacturer narrative:
Results, conclusion: tortuous aorta.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: (insufficient information; cause is unknown).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter thoracic aortic aneurysm in zones 3 and 4. The proximal aortic neck was 30.8 mm in diameter and 50 mm long. The diameter of the right iliac artery was 11 mm, and the left was 10.5 mm. The diameter of the right femoral artery was 8 mm, and the left was 9.2 mm. The curvature between the ascending aorta and the aortic arch was noted to be not severe. No damage was noted to the device packaging, and no abnormalities were noted during device prep. The medical history is unknown. It was reported that during deployment of the device the external slider was deployed to approximately the 4th stent. The physician pulled the quick release trigger, but the graft cover did not completely retract. The bare spring distal tip was released with the tip capture release handle, and then the stent graft was completely deployed with disassembly of the delivery system per the IFU. Final angiography showed no evidence of an endoleak, and the procedure was completed. The cause of the deployment difficulty is unknown, but the angle between the aortic arch and the descending aorta may have contributed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.